Event description:
It was reported that during a pacing lead implant attempt, the physician was unable to pass the stylet down the lead. The stylets continued to get stuck inside the lead. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary of the accessory indicates damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.